Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery (ata). A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion for dilatation. Upon first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.